Event description:
It was reported that during a percutaneous peripheral intervention, a guidewire coating issue occurred. The target lesion was located in an unspecified vessel. Upon advancement of the xch/035/260 amplatz super stiff guide wire, the device was shredding or losing its coating and was found to be "rough on the surface"

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: within the past 6 months. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).